Event description:
It was reported that the patient was experiencing numbness and tingling to the left lower extremity. The patient was given samples of relistor injection.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2316500. Model: sc-2316-50. Serial: (B)(6). Batch: 16470211/15978931.

Event description:
It was reported that the patient was experiencing numbness and tingling to the left lower extremity. The patient was given samples of relistor injection. Additional information was received that the patient was unable to keep the ipg charged and was also experiencing inadequate pain relief. The patient underwent an explant procedure. All device components were removed and discarded by the medical facility.